Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 50 mg/dl, and the meter bg reading was 148 mg/dl. No additional patient, or event information was available. A replacement sensor was sent to the customer. The customer declined further troubleshooting with tandem technical support, therefore, no additional information could be obtained.